Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced reduced wound healing and pus discharge at the ipg pocket site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experienced reduced wound healing and pus discharge at the ipg pocket site was reported to abbott. The patient was hospitalized, treated with IV antibiotics and underwent surgical intervention wherein, the entire system was explanted. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received identified that patient was hospitalized, treated with IV antibiotics and underwent surgical intervention wherein, the entire system was explanted. The infection has resolved.